Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the sensor had a missing electrode. The customer¿s blood glucose was unknown. It was reported that, he had removed two sensors out of which the first one was missing electrode after the insertion due signal not found and the second was due to change sensor. The customer was asked for a replacement even if the sensor expired. The sensor will not be returned for analysis.